Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a site/set/cart (luer lock leak) issue. The reporter stated that the patient had a blood glucose of over 400mg/dl with nausea. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This report is being made due to the leak issue.